Event description:
It was reported that this device was suspected of exhibiting premature battery depletion as this device triggered the elective replacement indicator earlier than expected. Device data was sent to engineering for review. Data analysis confirmed the device was exhibiting a malfunction, however the cause unable to be determined. This device remains in service. No adverse patient effects were reported.